Event description:
Procedure type: gastrectomy. According to the reporter: the device did not fix the suture in the tissue. When the jaws were opened it was verified that the wire was totally loose. Because of the problem it was necessary to perform a thoracotomy and manual suture. The hospital stay was prolonged.

Manufacturer narrative:
(B)(4).